Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing high blood glucose of 455 mg/dl. Customer stated she had changed the infusion set twice because of no delivery alarms. Symptoms were just nausea. Drive support cap was normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. No delivery alarm was noted in alarm history. Cannula was not bent but there was blood on it. Troubleshooting for no delivery was not performed since customer had thrown set out. Customer's blood glucose was 453 mg/dl. No further information reported.